Event description:
The account alleged that when the brake is engaged, the foot end casters will not lock the caster swivel movement.

Manufacturer narrative:
The account replaced the foot end brake casters to repair the stretcher.